Event description:
A competitor reported that the patient presented to the emergency room after suddenly not feeling well. The patient's rhythm was in the 30s and upon interrogation there was undefined high impedance. The technical consultant stated that this was consistent with a lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.